Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter read inaccurately erratic. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that on the evening of (B)(6) 2013, she obtained blood glucose readings of "61 and 252 mg/dl" with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of less than or equal to 20% and/or 20 mg/dl. The patient informed the cca that she does not take any medications to manage her diabetes and denied making any changes to her usual diabetes management regimen in response to the alleged inaccurate erratic results she obtained with the lfs device. The patient also denied developing symptoms; however, reported that she was treated with glucose tablets/glucose gel by her home health nurse 1.5 hours after having obtained the alleged inaccurate readings. At the time of troubleshooting, the cca noted that the patient did not have control solution available to test the subject products. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient was reportedly treated by an hcp after obtaining alleged inaccurate erratic readings with the subject meter.